Event description:
Litigation alleges that bilateral patient has experienced sharp pain and discomfort, which negatively affected his ability to walk, move and sleep; stiffness, numbness, tingling and cramping, clicking and slipping sensations in the hip; elevated metal levels in the blood; and negative changes in work and lifestyle. Patient was revised on his right side (reported in a separate complaint), but has not yet scheduled a revision for his left side.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that bilateral patient has experienced sharp pain and discomfort, which negatively affected his ability to walk, move and sleep; stiffness, numbness, tingling and cramping, clicking and slipping sensations in the hip; elevated metal levels in the blood; and negative changes in work and lifestyle. Patient was revised on his right side (reported in a separate complaint), but has not yet scheduled a revision for his left side. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed.